Event description:
The customer reported corrupt calibration table error. There was no patient or user harm was reported.

Manufacturer narrative:
Date received by MFR: 26nov2019. Date of report: 26nov2019. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06sep2019.

Event description:
The customer reported corrupt calibration table error. There was no patient or user harm was reported.